Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet screen appeared scrambled. The user denied dropping the device or exposing it to water. The user was advised to use backup therapy, and a replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.